Event description:
It is alleged on (B)(6) 2009, a cook celect ivc filter was implanted as a prophylactic measure prior to hip surgery scheduled the following month. Since the pt was scheduled for knee replacement surgery in (B)(6) 2010, the physician did not remove the device. During a routine colonoscopy on (B)(6) 2011, performed by a physician in (B)(6), a leg of the celect ivc filter penetrated the vena cava wall and into the right colon immediately ending the procedure. That day, the pt was sent to another hosp where she underwent a CT scan to locate the device and the struts. In addition to the bowel, another strut had entered the duodenum. The pt was then referred to another physician at a different hosp. There, she underwent add'l imaging and eventual surgical removal. The pt was admitted for surgery on (B)(6) 2011. At that time, the pt underwent an exploratory laparotomy, repair of the duodenal and colon extremities and puncture sites with open retrieval of the ivc filter struts. She was discharged on (B)(6) 2011, after regaining bowel function.

Manufacturer narrative:
(B)(4). Lot # unk as info was not provided by reporter. Investigation is in progress.